Manufacturer narrative:
PMA: tourette syndrome is a an off-label indication for use. Concomitant medical products: product ID: 37086, serial#: unknown, explanted: (B)(6) 2018, product type: extension. Product ID: 37086, serial#: unknown, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37086, serial/lot #: unknown, UDI#: asku; product ID: 37086, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for tourette's. High impedances were discovered on one side during routine follow-up within the last year. The patient decided to have their extensions replaced when the ins needed replacement. The surgeon replaced both extensions as they were unable to remove only one extension, and were destroyed during the removal process. The extensions were stated to be unreliable as they showed high impedance sometimes. Impedances were normal after extension and ins replacement. There were no falls associated with the event. No symptoms were reported.